Manufacturer narrative:
(B)(4). The device was not returned for analysis therefore analysis was not possible. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.

Event description:
It was reported that stent deployment issues occurred. Vascular access was obtained via a contralateral approach. The occluded target lesion was located in the moderately to severely calcified and moderately tortuous distal femoral artery. Pre-dilation was performed with a 5mm balloon. Subsequently, a 5x200x130 innova stent was advanced to the target lesion and stent deployment was initiated. Approximately 5-8cm of the stent was deployed when the stent deployment function became unresponsive. The stent and delivery system were pulled back to the 6f crossover sheath and the system was removed from the patient. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition post-procedure was fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system (sds). The outer shaft, middle shaft, the inner liner and the remainder of the device were checked for damage. There was a kink at the nosecone. The stent was returned stuck in the sheath. The .014 guide wire was stuck in the device. The handle of the device was opened and it was discovered that the retainer had come loose from the pull rack. The pull rack was loose inside of the handle. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent deployment issues occurred. Vascular access was obtained via a contralateral approach. The occluded target lesion was located in the moderately to severely calcified and moderately tortuous distal femoral artery. Pre-dilation was performed with a 5mm balloon. Subsequently, a 5x200x130 innova" stent was advanced to the target lesion and stent deployment was initiated. Approximately 5-8cm of the stent was deployed when the stent deployment function became unresponsive. The stent and delivery system were pulled back to the 6f crossover sheath and the system was removed from the patient. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition post-procedure was fine.